Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The device sensing vector is now programmed to the secondary vector. Technical services discussed the event with the caller. There were no additional adverse patient effects. The system remains implanted.